Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported being unable to duplicate the reported event. The fsr verified the device's performance and reported that delivered/monitored volumes are within specifications. The fsr reported the unit passed all performance checks.

Event description:
The customer reported while using the vela ventilator; the unit is auto-cycling. The customer reported the device is ventilator inoperable. At this time, it is unknown whether or not there was any patient involvement associated with the event.